Event description:
The customer reported that during the procedure a piece of gauze on the instrument tray was burned when the pencil touched it. The fire was extinguished immediately without harm to the patient or o.r. Personnel. Another pencil was used to complete the procedure..

Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: (B)(6) 2015. Date of follow-up report: (B)(6) 2015. Evaluation of the returned pencil found no unusual effects when the pencil was activated. Testing found the pencil to function normally. The instructions for use state do not place active accessories near or in contact with flammable materials (such as gauze or surgical drapes). Electrosurgical accessories which are activated or hot from use can cause a fire. Use a holster to hold electrosurgical pencils and similar accessories safely away from patients, surgical team, and surgical drapes.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.